Event description:
Hamilton medical ag received the following event description: during the patient ventilation, while the hamilton-h900 was used, it was reported that, circuits with the lot number 1900127028 creates a lot of humidity. The patient set was changed with a new one. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: hamilton medical ag did not receive any logfiles related to this event for analysis. Reportedly, the humidification device h900 was used with a competitor's ventilation device (servoi maquet). In such a case, and as previously seen, it was not possible to obtain logfiles such as the error log from a competitor's device. The service technician had attempted to receive a copy of the error log from the competitor device used during this event on several occasions during oct 2024, but without success. Hamilton medical ag requested the return of the breathing set (part n° msp 260161) to no avail. The breathing set was most likely discarded by the hospital. The hospital was highly familiar with the h-900 device which is why a handling error can therefore be excluded as a root cause. Also, the service technician on site stated clearly that the root cause was not related to a defect such as a leaking hamilton-h900. This leaves as only remaining most probable root cause an unknown technical defect of the breathing set. The hospital staff immediately replaced the defective breathing set and no patient harm was reported. However, since this incident occurred during ventilation with a subsequent exchange of the breathing set this case was assessed as being reportable. There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description: during the patient ventilation, while the hamilton-h900 was used, it was reported that, circuits with the lot number 1900127028 creates a lot of humidity. The patient set was changed with a new one. No harm to the patient, user or third party was reported.